Event description:
Doctor pulled biliary stent for removal with snare and the phalange broke off stent. The phalange piece of the stent was left in the patient. The stent was successfully removed. The patient tolerated the procedure well and was sent to recovery in good condition.